Event description:
Information received with return of the explanted device notes that the device was in back-up mode. Return to standard and software download were unsuccessful. When trying to verify the software, one memory block could not be read. The device was replaced and the patient was in progress of normal recovery.